Event description:
It was reported that during a open nephrectomy procedure, the blade tip broke off and was retrieved. Another like device was used to complete the case. No additional pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.